Event description:
Information received regarding the device does not address the patient's clinical status but notes that post implant ventricular impedance was <200 ohms. Prior to implant of the generator, the lead tested normal via an analyzer. The generator was programmed off and a new device was implanted on the left side.